Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified mid left anterior descending artery. The lesion was predilated. This 20 x 3.00 promus premier stent was advanced; however, a friction sensation was felt inside the lesion and the device was removed to predilate the lesion again. When the stent was outside the patient they noticed that the stent was elongated. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the hypotube had a pronounced kink 45mm from the manifold strain relief. A minor kink was located 440mm from the manifold strain relief. The stent was damaged at the center. Due to this damage the distal side of the stent was pushed distally over distal markerband. The tip was slightly flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely calcified mid left anterior descending artery. The lesion was predilated. This 20 x 3.00 promus premier stent was advanced; however, a friction sensation was felt inside the lesion and the device was removed to predilate the lesion again. When the stent was outside the patient they noticed that the stent was elongated. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.